Manufacturer narrative:
The medwatch report did not provide a specific serial number for the referenced scope; therefore, it is unknown if the scope was returned to the manufacturer for evaluation/service and a review of the instrument¿s history could not be performed. As part of our investigation, multiple follow-ups were made to the user facility to obtain additional information but no information was obtained. The cause of the reported event could not be determined. However, if additional information becomes available this report will be supplemented accordingly. The instruction manual provides warning that states, "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." As a preventive measure, the instruction manual also states, "be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction."

Event description:
The manufacturer received medwatch report (B)(4) which states, an end piece of the scope came off during an endoscopy procedure in (B)(6) 2019. All pieces were retrieved. There was no patient injury reported.